Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomed and confirmed that there is no hardware issue and the device has sound. The rse verified that the alarm did not sound due to the alarm threshold was not met based on configuration at the time of the event, so no alarms would be provided. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was a configuration issue. A philips clinical application support (cas) resolved the issue by updating the configurations according to the customer ¿s new agreed configuration specifications.

Event description:
It was reported that there is a dip on the chart for room 2, but there is no alarm. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6).

Event description:
It was reported that there is a dip on chart but there is no alarm. The device was in use on a patient at the time of the event. There was no adverse event reported.